Event description:
It was reported that there was lead safety switch (lss) on this pacemaker from bipolar to unipolar sensing configuration. Technical services (ts) analyzed device data and found that this was caused by a high out of range pacing impedance measurement of 2513 ohms on the right atrial (ra) lead. Ts noted that this was most likely due to spring contact behavior and provided reprogramming options as troubleshooting. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that there was lead safety switch (lss) on this pacemaker from bipolar to unipolar sensing configuration. Technical services (ts) analyzed device data and found that this was caused by a high out of range pacing impedance measurement of 2513 ohms on the right atrial (ra) lead. Ts noted that this was most likely due to spring contact behavior and provided reprogramming options as troubleshooting. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker remains in service.